Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not displaying or recording right ventricular (rv) lead events on the electrocardiogram. The rv lead exhibited high thresholds, intermittent capture, fluctuating amplitudes, diminished r-waves and oversensing with a very high number of short interval counts. The lead was reprogrammed and remains in use, along with the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.